Manufacturer narrative:
(B)(4).

Event description:
The advocate stated two of the customer's blood glucose readings were not stored in the memory of the contour meter. No adverse event was alleged. The advocate was asked to return the meter for investigation. A replacement meter was sent to the customer.